Manufacturer narrative:
B3: date of event - estimated as the date of the event is unknown. D6a: estimated as 18 months prior to the estimated event date.

Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Approximately 18 months post index procedure, the patient had a cva. The patient was prescribed blood thinners for the foreseeable future. It was further reported that the patient was placed back on coumadin after the cva.

Manufacturer narrative:
Date of event - estimated as the date of the event is unknown. Implant date estimated as 18 months prior to the estimated event date.

Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Approximately 18 months post procedure, the patient had a cva. The patient was prescribed blood thinners for the foreseeable future.